Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the healthcare provider (hcp) was changing a dbs neurostimulator on an awake patient under local anesthesia. During the dissection before the hcp got near the dbs neurostimulator, the patient reported that that they felt currents in the area around his existing dbs neurostimulator. The sound from the plasmablade x handle was also strange. The noise was more like the animal honeybee. There was approximately a 10 minute delay to the procedure due to the sound check of the aex-generator and plasmablade x-handle and to talk to the awake patient in local anesthesia. There was no harm on the patient because when the patient reported the current to the hcp, that stopped using the plasmablade x handle for the rest of the surgery. It is unknown what company the patient's dbs is from.